Event description:
A patient undergoing laparoscopic roux-en-y gastric bypass surgery. Physician counted distally from the ligament of treitz approximately 30 cm and divided the intestines with a stapler. It appeared that the left side staple line did not fire correctly. Mucosa was bulging out from the proximal small bowel. The right side staple line was intact. Physician, therefore, got a new stapler and a new blue load and fired across to remove this part of the small intestines. It was brought out through an retrieval bag. Physician then proceeded to count distally approximately 100 cm and placed a stay stitch line from this point to the proximal intestines. Physician then created 2 enterotomies and inserted the stapler to connect the intestines. Again, there was a misfire of a white load where the distal upper staple line did not connect. At this point, it was apparent that we had a poor line of white vascular loads. Physician unroofed and disconnected the first part of the staple line that connected the bowel, which left a long enterotomy to close. The posterior staple line was intact. Physician then sewed the anterior enterotomy with a running 2-0 suture.